Manufacturer narrative:
(B)(4). (B)(6). Device manufacturer year: 2011 the phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). 2011 error was confirmed/observed. The fss changed the disk-on-chip pcb and the system is testing okay/within specification. While on site, the fss replaced the instrument manager (instr mngr). The fss performed a field service checklist. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a 2011 error (error getting version strings from ih) occurred with a phacoemulsification machine. There was no patient involvement reported and no patient treatments delayed or cancelled.